Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/03/2016 with the following findings: a review of the pump¿s black box revealed multiple cs 052 and 054 alarms. The ez-prime steps were performed correctly and the pump was exercised for 24 hours with no alarms occurring. The original complaint was unable to be duplicated. The pump was opened and there were no defects found. Unrelated to the original complaint, the battery compartment was found to be cracked.